Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient experienced immediate suction and low flows. The impella appeared to be in correct position per fluoro. A trans-esophageal echocardiogram probe revealed a large thrombus in the left ventricle. The impella was explanted and clots were verified in the right atrium, right ventricle, left atrium, and left ventricle per echo.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.